Event description:
The caller reported an occlusion alarm that occurred repeatedly despite troubleshooting efforts. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on several corrective actions, such as refreshing the cartridge and replacing supplies as necessary. Ultimately, a pump replacement was sent to the customer to resolve the issue.